Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In the surgeons opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/handpiece combination used. The product investigation could not identify a root cause. Information was provided that in the surgeons opinion, the device did not cause/contribute to the event. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported 10 days following an intraocular lens (iol) implant surgery, that he experienced nonpainful vision loss. He was seen by his surgeon who immediately referred him to a retinal specialist. He was started on high dose oral steroids and ocular steroids every 2hrs, which were all tapered over the next 3 months as he responded to the treatment. The lens remains implanted.